Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device had a non-manufacturer's hose on it, preventing the pretest from being completed. It was determined that the issue was consistent with unauthorized repairs performed on the device. Therefore, the reported condition could not be confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was discovered that the motor device could not secure the burr devices and was dropping them. It was reported that nothing fell into the patient. There was a fifteen minute delay to the surgical procedure. A spare device was available to complete the surgery successfully with no further incident. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.